Event description:
It was reported that a sales consultant reported on a revision surgery due to a screw that backed out of the patient¿s titanium sternal fixation system (tsfs) plate. The patient's original surgery involved a sternal closure with 12 each 3.0 x 14mm; 10 each 3.0 x 16mm; 2 each 3.0 x 18mm sternal locking screws. T-plate 14 hole and x-plate 10 hole.. It was reported that the patient was originally implanted on (B)(6) 2013. It is unknown how the surgeon discovered that the screw backed out of the plate. It is not known if x-rays were used in this determination. It was reported that the screw was explanted on (B)(6) 2014. It is unknown if any of the patient¿s other hardware was removed. There were no reports of harm or of a surgical delay this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.